Manufacturer narrative:
It was reported to abbott, a patient¿s system was auto reducing and the patient was experiencing pain. The rep identified high impedance on 5 contacts. A lead revision was planned. As of (B)(6) 2023, surgery had not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000119151.

Event description:
It was reported that the patient's been experiencing auto-reducing and ineffective coverage from their scs system. The patient was found to have high impedances on multiple contacts of one of their scs leads. Surgical intervention may take place at a later date to address the issue.